Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead had a physical damage on insulation and lead body. It was noted that the terminal pin separated from the lead body insulation. Additional information indicated that this was confirmed during an elective battery change. However, no metal conductor was exposed. This ra lead was surgically abandoned. No additional adverse patient effects were reported.